Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The customer provided 3mensio, and the following was observed: presence of calcification and tortuosity in the patient anatomy. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the difficult to track system through anatomy, through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported difficult to track system through anatomy has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors likely contributed to the event as the provided 3mensio shows calcification and tortuosity in the patient anatomy. Patient factors (i.e. Calcification, tortuosity,) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Regarding the withdrawal difficulties, through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The reported withdrawal difficulties has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements.. Available information suggests patient factors, likely contributed to the event as the provided 3mensio shows calcification and tortuosity in the patient anatomy. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. While an exact cause of death was not provided, it is likely that complications related to the surgeons attempt to remove the device by pulling it under flouro and the resultant iliac coming out with it, may have contributed to additional complications, particularly, excessive bleeding. As indicated in the information provided the patient expired after the vascular surgery attempt. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information: the patient went to the operating room to have vascular surgery to remove the valve/sheath/delivery system from his leg, and the surgeon apparently just pulled it under fluoro and the iliac came out with it. The patient passed away after vascular surgery attempt.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: a2, a3, b1, b2, b5, g3, g6, h1, h2, h6 impact code have been updated.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. There was difficulty navigating the 29mm sapien 3 ultra resilia valve and 29mm commander delivery system around the multiple bends in the aorta. During withdrawal, the valve would not come back into the 16f esheath plus and vascular surgery was called to remove the system. The case was aborted due to a stable descending aortic dissection. At this time, it could not be determined if the tracking difficulty or the withdrawal difficulty contributed to the dissection. Patient is currently alive.

Manufacturer narrative:
Investigation is underway.